Event description:
It was reported that the device had error code 600.6835. There was no patient involvement.

Manufacturer narrative:
After review of the file it was determined that error code ¿600.6835¿ is not a reportable malfunction as it is not a channel error or system error and does not impact the functionality of the pump.

Event description:
It was reported that the device had error code 600.6835. There was no patient involvement.

Manufacturer narrative:
Manufacturer narrative: the reported issue that the device had error code 600.6835 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. Walked customer through transferring their network configuration. 2. Error code cleared. No further investigation of this issue is possible at this time, and no patient involvement was reported.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported event that device had an error code 600.6835 could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported. However it was reported that the issue was resolved after the customer installed their network configuration.

Event description:
It was reported that the device had error code 600.6835. There was no patient involvement.